Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that a broken catheter occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "a part of the tip of the catheter got broken and goes into the circulation through the injection site. Consequences : hematoma at the needle site. Actions taken: lot put aside. Additional info: when un-pricking the patient, we put a bandage. We ask to the patient to hold it for one minute but for some time now, the bandage is not stained, instead a big hematoma appears. Problem in the catheters right now. A catheter has been retrieved to show that the tip comes off and goes into the circulation and in my opinion, this tip has to incise the vein to another place (not the point of puncture), which explains the distant bleeding."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken catheter occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "a part of the tip of the catheter got broken and goes into the circulation through the injection site. Consequences: hematoma at the needle site. Actions taken: lot put aside. Additional info: when un-pricking the patient, we put a bandage. We ask to the patient to hold it for one minute but for some time now, the bandage is not stained, instead a big hematoma appears. Problem in the catheters right now. A catheter has been retrieved to show that the tip comes off and goes into the circulation and in my opinion, this tip has to incise the vein to another place (not the point of puncture), which explains the distant bleeding."